Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 303 mg/dl. Customer stated that the up arrow was pressed to treat a high blood glucose level, but the button got stuck and the numbers kept scrolling. Customer stated that she woke up this morning and wet the bed. She also treated with an injection. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.